Manufacturer narrative:
There were no unexpected black light anomalies or button error alarms noted during testing. There were no unexpected frozen screen anomalies noted. The time advanced properly. The device passed displacement test, rewind, basic occlusion, prime, occlusion, and excessive no delivery test. Intermittent button response was noted on the esc button due to moisture damage on keypad traces. There were minor scratches on the lcd window and cracked battery tube threads noted. There were cracks on the lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked reservoir tube.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 252mg/dl. The customer states that the buttons are frozen. The customer states the device is also cracked at the top of the battery compartment. The customer also states that the screen is scratched. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned.